Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was over 400 mg/dl. The customer's mother declined to troubleshoot for the customer's high blood glucose. The mother also reported the customer had a off no power alarm. The customer was advised this was normal insulin pump behavior. Customer's blood glucose was 234 mg/dl at the time of the call. Customer also had a battery message on their insulin pump. The customer was advised to monitor their insulin pump. No additional information provided.